Manufacturer narrative:
The reported event of a set screw anomaly was confirmed. The set screw was stripped. The cause of the reported event was determined to be a stripped set screw.

Event description:
It was reported that the patient presented for a device replacement of implantable cardioverter defibrillator due to normal elective replacement. The right ventricular high voltage port set screw was not loosening even after couple of attempts. That generator was explanted and replaced on (B)(6) 2017. The patient was stable after the procedure and will continue to be monitored.